Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue however the cartridge alarm keeps recurring. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.